Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after disconnecting the mobile viewing station (mvs) power cable to the wall, the outlet and cable was arched, causing the fuse in the mvs to blow. The mvs would no longer provide power to the image acquisition system and there was no green light on the front of the mvs. Probable cause was blown fuse. There was no patient involved.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. B20, d15, g0201202 codes applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000522, serial/lot #: -, ubd: UDI#; product ID: bi71000522. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.